Manufacturer narrative:
This report is submitted on march 13, 2020.

Event description:
Per the clinic, the patient experienced an infection (on an unknown date) at the abutment site whereby the abutment was removed. It is unknown what treatment was administered for the infection. The implant remains in-situ.